Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported during a retrospective study that the patient's screw was revised due to pain. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). G2: foreign- europe: belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: it includes two letters written by dr. P. Boone that indicate a pip fusion was completed for a hammer toe 4-5 on the left side, without complication. The second letter was for a procedure on toe 5, for hindrance of screw, with screw removal, without complication. Both procedures were done under general anesthesia and received general postoperative care. No new findings. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.